Event description:
It was reported that the cartridge was leaking from where the tubing connects to the cartridge. There was no impact to the customer's blood glucose level. Customer was able to load a new cartridge and successfully resume insulin delivery.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.